Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was received with normal operating currents. Insulin pump monitored and no blank display noted. The battery tube connector plugged in properly to printed circuit board during visual inspection. No damage in the keypad assembly and the keypad connector on printed circuit board was locked properly during visual inspection. The insulin pump turned off normally when holding the back button with the test battery out of the battery compartment. Insulin pump failed leak test from cracked case behind the insulin pump at the battery compartment. Insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had blank screen. Customer cannot recall blood glucose reading. Troubleshoot was performed. Customer changed the batteries but the display still blank. The insulin pump will be returning for analysis.